Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. A few drops of clear dialysate/saline solution were observed leaking from a crack in the header end cap of the dialyzer. However, blood test strips were not used to confirm the presence of blood. Therefore, there is no way to confirm that no blood was lost. Follow-up was provided which revealed that the crack in the header end cap was not observed prior to the initiation of the hd treatment. Additionally, no leak was observed during prime and there was no visible damage to the dialyzer packaging. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on the same machine, and then the hd therapy was continued and successfully completed without any further issues. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.